Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The caller requested assistance to turn off the device. The mother stated that they will call back when the customer feels better to complete the troubleshooting. No further information was provided.